Event description:
The event is reported as: the customer alleges that the truled light source cartridge was very dim at the time the anesthesiologist attempted an intubation. Another handle and blade was used for intubation. The customer reports that the pt did not suffer any trauma, nor was the pt's safety compromised while obtaining another handle and blade. No report of a pt injury.

Manufacturer narrative:
The customer reports that the truled cartridge is warranted for 18 months. The cartridge used in this set-up appears to have been manufactured the 47th week of 2008. The customer also reports that the cartridge has exceeded its useful life by years.